Manufacturer narrative:
An event of patient death 3 due to an unknown cause 3 days following implant was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 23mm masters valve was implanted. On (B)(6) 2019, the patient was reported to have expired due to an unknown cause. No additional information has been provided.